Manufacturer narrative:
(B)(4). Batch # n5308f. Device evaluation: the analysis results found that the tcr10 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed due the condition of the cartridge. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "gun fired with reload and reload broke due to which it didn¿t fire". Did the device start to fire a staple line and cut line but could not be completed (partially fire)? Or did the gun not fire at all ( no staple line and no cut line delivered)? How was the reload "broke"? Response received: the reload broke before staple line or cut line was delivered or initiated.

Event description:
It was reported that during a gastrectomy procedure, the gun fired with the reload and the reload broke due to which it didn¿t fire. There were no patient consequences reported.